Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital with the issue resolved and no known damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.